Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. It would not be unreasonable to expect some wear after approximately 13 yrs of implantation. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address fracture and loosening of the patella. Poly wear was also found intraoperatively.